Event description:
The product was placed on friday, (B)(6). On the following thursday, the patient was out of bed and wanted to go back to bed. Helping the patient from a chair to bed the cvc was attended to so there would not be tension on it. One of the three lumina suddenly broke off. It looked like there was tension in the lumina when it snapped off. Right after the accident the patient experienced loss of strength and fainting. A brain scan was conducted, but nothing cerebral could be confirmed. The patient had a very low blood pressure and became vasovagal which caused a syncope.

Manufacturer narrative:
A close visual examination was conducted on the returned sample of the extension arm of distal tubing of which patrolled striations or tool marks on the surfaces were observed. The product was most likely subjected to some form of clamping and pulling on the distal tubing of the extension arm during the product application. Based on the above evaluation and profile of the broken edges on the tubing of the complaint incident, it is concluded that the most probable cause of the damaged/broken -off extension arm tube is likely due to clamping followed by pulling of the extension distal arm during product application. No corrective action is triggered for the reported issue as the defect is likely attributed outside the manufacturing plant. This incident has been added to the plant's database and will continue to be monitored.